Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported lot number found that all components and final products of this lot have passed all incoming, in-process and final inspections according to the product specifications. Erosion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse events" that "complications associated with the proper implantation of the urethral support system may include, but is not limited to: transitory irritation at the operative wound site, which may elicit a foregin body response that leads to inflammation, infection, or erosion of the implant". The event description does not suggest that the product did not perform its intended function and is a well known potential complication of the procedure.